Event description:
During the evaluation, a spectrum pump alarmed "door not fully latched." Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. A "door not fully latched" alarm was confirmed and reproduced during the evaluation. It was determined that this alarm was caused by a failed upper link switch. As a result, the failed upper aux assembly has been replaced.